Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the product investigation, fiber break was confirmed. Analysis of the returned fiber revealed that the fiber distal end of the glass fiber exhibits no signs of usage but the blue outer sheath exhibits torn and stretching. The fiber is broken within the fiber blue outer sheath and detached at 8 feet from distal tip. The length of second piece including the connector is 4 feet and 2.5 inches. The fiber exhibits signs of melting at the location of fracture for first piece. The fiber was tested with hene laser fixture, aim beam is visible at the break. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy surgery with the destruction of a calculus by laser, the fiber broke after 5 minutes of grinding in the palm of the nurse who was holding the fiber with a compress. The sterile gloves as well as the blouse were perforated by the fiber and presence of a point of burning in the palm of hand of the nurse was noticed. There is no report of injury to the patient or how the case was completed.

Event description:
It was reported that during a flexible ureteroscopy surgery with the destruction of a calculus by laser, the fiber broke after 5 minutes of grinding in the palm of the nurse who was holding the fiber with a compress. The sterile gloves as well as the blouse were perforated by the fiber and presence of a point of burning in the palm of hand of the nurse was noticed. There is no report of injury to the patient or how the case was completed.